Event description:
It was reported that this pacemaker was explanted due to it gave a battery alert. A new pacemaker was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.